Event description:
A malleable device was implanted. Pt came into doctor's office and handed the left cylinder to the doctor, extrusion through urethra. The right cylinder of the malleable device was removed from the pt and an ipp device implanted due to erosion.